Manufacturer narrative:
(B)(4). Unit received with critical pump error due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or test senor due to critical pump error. Unit received with corroded battery tube, corroded motor home switch, cracked case (battery tube) and missing serial number label. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the serial number had been rubbed off on the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.